Event description:
Notified by dr (B)(6) that pt was feeling very good after the hip resurfacing and decided to remove snow from his driveway (date?). Dr (B)(6) stated that the pt's hip started to hurt for several days. Dr (B)(6) stated that the pt woke up early morning on (B)(6) 2008 and couldn't move his leg. X-ray revealed he had a femoral neck fracture just below the implant. Dr (B)(6) decided to revise the femoral side to a primary total hip stem with a 52mm head. The pt was revised to a total hip on (B)(6) 2008. Corin has not been able to obtain further info nor have access to the explanted device.